Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative indicated that the during a vitrectomy procedure, the probe did not perform properly. Additional information was obtained from a nurse who indicated the probe stopped cutting. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
The returned sample was visually inspected using 25x magnification and found to be conforming. Aspiration and actuation testing were performed and found to be conforming. Cut testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is a significant gouging on the inner cutter cutting edge. There have been no additional complaints reported against the finish goods lot. The root cause for the cut failure is due to the significant gouging on the inner cutter. How or when the inner cutter became damaged cannot be determined.